Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated the g5 mobile application did not give an alert for urgent low. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event was confirmed by the finding of the patient's smart device being set to mute. A root cause could not be determined via data.